Manufacturer narrative:
Philips service replugged the ram and bios battery and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that ippc failed to boot, causing x-ray exposure failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.